Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had a low blood glucose of 50 mg/dl. The customer treated low blood glucose by carb intake. The customer was assisted with pump programming as well as reminded about guides and workbooks available on medtronic diabetes website the insulin pump will not be returned for analysis.